Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 300 mcg/ml at 75 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. The date of event was (B)(6) 2017. It was reported that motor stall was seen at initial interrogation. The patient recently had a magnetic resonance imaging (MRI). It had not been less than 2 hours since the patient exited the MRI field. The interrogations resulted in a recovery. Patient had experienced increased spasticity and was having some more tone. No further complications were reported.